Manufacturer narrative:
The complaint investigation for falsely elevated alinity I free t4 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. An increase in complaints has been observed for lot 65500ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Accuracy testing was completed with a retained kit of the complaint lot. Testing met acceptance criteria and the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 65500ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results for multiple samples. The following results were provided for two patients: (customer provided reference range for free t4 = 8-20 pmol/l). On (B)(6) 2024, sid (B)(6) = 20.83 pmol/l, repeat results (ai21021) = 11.67 pmol/l, (B)(6) = 13.23 pmol/l, 14.70 pmol/l. On (B)(6)2024, sid (B)(6) (sn (B)(6) results = >64 pmol/l multiple times, result on (B)(6) = 63.4 pmol/l on (B)(6) 2024 aliquot of the sample (sn (B)(6) result = 47.23 pmol/l. On (B)(6) 2024 aliquot of this sample was sent to another laboratory for re-analysis by another method = 29.9 pmol/l. On (B)(6) 2024 repeat sample sent with sid (B)(6) (B)(6) = 22.50 pmol/l, (B)(6) = 18.5 pmol/l. Additional lab result provided tsh = 0.51 u/lml (ref range 0.27-4.45). No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results for multiple samples. The following results were provided for two patients: (customer provided reference range for free t4 = 8-20 pmol/l) 15oct2024 sid (B)(6) = 20.83 pmol/l, repeat results (B)(6) = 11.67 pmol/l, (B)(6) = 13.23 pmol/l, 14.70 pmol/l (B)(6) 2024 sid (B)(6)(sn(B)(6) results = >64 pmol/l multiple times, result on (B)(6) = 63.4 pmol/l (B)(6) 2024 aliquot of the sample (sn (B)(6) result = 47.23 pmol/l (B)(6) 2024 aliquot of this sample was sent to another laboratory for re-analysis by another method = 29.9 pmol/l (B)(6) 2024 repeat sample sent with sid (B)(6) = 22.50 pmol/l, (B)(6) = 18.5 pmol/l additional lab result provided tsh = 0.51 u/lml (ref range 0.27-4.45) no impact to patient management was reported.